Manufacturer narrative:
On (B)(6) 2020, biosense webster inc. Received additional information about the event and the patient. It was reported the patient was a 73 year old male, who fully recovered from all symptoms and no intervention or extended hospitalization was required. The issue was discovered post use of bwi products. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
"The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot# 30338910m, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure on (B)(6) 2020 with a thermocool® smart touch® sf bi-directional navigation catheter and suffered diaphragmatic paralysis requiring no interventions. No bwi product malfunctions nor error messages were reported throughout the procedure. The procedure was successfully completed. Post-procedure, while the patient was in the hospitalization ward, it developed phrenic nerve paralysis symptoms. On (B)(6) 2020 diaphragmatic paralysis was confirmed by electrophysiology test. There¿s no indication that any medical/surgical intervention or extended hospitalization was required. Patient had recovered from all symptoms. Physician¿s causality opinion was not provided. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.